Event description:
It was reported there was noise on the egm. The patient reported having shortness of breath. X-ray analysis revealed that "tip of the lead between this lead and the lead stopped to use were very close. This situation made the lead insulation damage by grazing each other." The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(6) distal conductor fractured and blood/body fluid (not obstructed). Proximal segment returned and analyzed.